Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited loss of capture due to high capture threshold. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies.